Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited a hardware issue with an unresponsive sleep/wake button, rendering insulin delivery and meal announcements unreliable and prompting shipment of a replacement device and return of the original. Symptoms included hyperglycemia, with a reported highest blood glucose of 225 mg/dl and approximately three hours above target, without ketone testing, medical intervention, or other assistance. Outcomes included use of backup therapy and continued cgm use through the dexcom app or receiver, with no immediate health effects reported. Investigation included collection of device-use history through user interview and coordination for device return and data review. Investigation of this case revealed a suspected device hardware malfunction localized to the user interface control (sleep/wake button), with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was probable device component failure of the sleep/wake button.